Event description:
There was an allegation of discrepant results for 3 patient samples tested for sodium (na) and chloride (cl) on a cobas pro ise analytical unit. Patient 1 initial na result was 148 mmol/l. The repeat result was 138 mmol/l. Patient 2 initial na result was 152 mmol/l. The repeat result was 139 mmol/l. The initial cl result was 116 mmol/l. The repeat result was 105 mmol/l. Patient 3 initial na result was 156 mmol/l. The repeat result was 146 mmol/l. Repeat testing was performed on a different cobas pro ise analytical unit.

Manufacturer narrative:
The na and cl electrode lot numbers with expiration dates were not provided. Calibration was last performed on 16-nov-2024 with acceptable results. Qc was acceptable. No issues were identified during a review of the alarm trace data. The field service engineer (fse) found sample buildup in the dilution cup and worn syringe seals. The fse replaced the syringe seals and cleaned the dilution vessel, sipper nozzle, vacuum nozzle, and around the ion selective electrode (ise) block. A reagent flow path wash was completed and fresh reagents were loaded; several primes were performed and the ise activator was conditioned. An ise check, calibration, qc, and precision testing were all acceptable. The service actions resolved the issue.